Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago from the date the manufacturer was made aware. D6b: explant date: several years ago from the aware date. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 2000022283 / 2000022284. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The patient was doing well postoperatively, and the explanted products will not be returned per hospital policy. No further information has been obtained despite good faith efforts.